Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a system performance failure. A technical support specialist worked with the field service engineer on-site, who advised updating the local security policy setting "interactive logon: machine inactivity limit" from 450 seconds to 0. The tss completed the update on all stations and rebooted them through station configuration. The tss also attached the relevant knowledge article, (medapplication not launching automatically; station at blue screen) for reference. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system had a intermittent rebooting and getting locked with carefusion admin application. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.